Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2024. The most recent information was received on 09-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") and heavy menstrual bleeding ("haemorrhagic menstrual periods") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis and myoma on (B)(6) 2021, general anaesthesia (for essure implantation) in 2017 and fallopian tube spasm and device insertion failed (first essure insertion attempt) in 2016. No significant health problems or concerns related to menstruation in the past. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 8 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), adenomyosis ("adenomyosis, with proposal of hysterectomy to resolve it"), pain ("persistent pain that led to investigations conducted by all sorts of specialists for the last 7 years"), fatigue ("strong fatigue"), back pain ("lumbar pain"), abdominal pain upper ("stomach pain") and arthralgia ("constant joint pain, muscle pain"). On (B)(6) 2021 she was found to have leiomyoma ("two myomas 2.5cm and 1.5cm"). On unknown date she experienced iron deficiency anaemia ("severe anaemia"), dyspareunia ("pain during sexual intercourse"), irritable bowel syndrome ("irritable colon"), muscle contracture ("muscle contractures"), osteoarthritis ("osteoarthritis of feet"), depression ("great despair and diagnosis of depression"), headache ("headaches"), scar pain ("pain at the level of internal scars") and multiple fractures ("recent fractures of foot, wrist, toe"). The patient was treated with surgery (laparoscopic total inter-adnexal hysterectomy- bilateral salpingectomy,essure removal not confirmed). At the time of the report, the abdominal pain, pain, fatigue, back pain, dyspareunia, abdominal pain upper, irritable bowel syndrome, arthralgia, muscle contracture, osteoarthritis, depression, headache and scar pain had not resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, fatigue, abdominal pain upper, arthralgia, heavy menstrual bleeding, adenomyosis, pain, iron deficiency anaemia, depression, osteoarthritis, muscle contracture, irritable bowel syndrome, scar pain, dyspareunia, multiple fractures, headache or leiomyoma. The reporter commented: condition of the patient: haemorrhagic menstrual periods. Very intense pain. Extreme fatigue, medical wandering, diagnosis of depression. Severe anaemia. Diagnosis of adenomyosis, with proposal of hysterectomy ( (B)(6) 2022 removal of the essure implant not confirmed in the operative report) to resolve it. Current state of great despair and depression. Muscle pain, muscle contractures, constant joint pain, osteoarthritis of feet. Constant abdominal pain, irritable colon, pain at the level of internal scars. Pain during sexual intercourse. Recent fractures of foot, wrist, toe. Headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. [Hysteroscopy] on (B)(6) 2017: method of anaesthesia: general anaesthesia - indication: definitive contraception, personal request, second attempt after failure in (B)(6) 2016 due to tubal spasm - intervention: procedure achieved by hysteroscopy with placement of essure-type implants with 2 and 5 coil turns to the left and right, respectively, rollerball endometrectomy over a 1-cm area of the posterior and lower isthmic surface [laparoscopy] on (B)(6) 2022: indication: symptomatic adenomyosis abdomino-pelvic assessment: uterus: 10 cm; mobile; globular with a 4-cm anterior type 5 myoma; right and left fallopian tube- right and left ovary: nothing to report; abdomino-pelvic cavity: no adhesions-pelvic varices. Unremarkable: epiploon [greater omentum] - peritoneum - diaphragmatic domes - digestive tract; no fitz-hugh-curtis syndrome. Total inter-adnexal hysterectomy with bilateral salpingectomy: section of tubo-ovarian fringes; section of the mesosalpinx at the level of the fallopian tubes; section of the utero-ovarian ligaments, after identification of the ureters, which are normal; section of the round ligament; opening of the vesico-uterine peritoneum and bladder repression; section of the utero-sacral ligaments; section of the uterine arteries; dissection step by step in order to perform a total intrafascial hysterectomy, then extraction of the operative specimen through the vagina· vaginal suturing by using stratafix overlock 2-0. [Ultrasound pelvis] on (B)(6) 2021: indication: menorrhagia, premenstrual pelvic pain. Abdominal and intracavitary approach - latest period date: 2-3 weeks conclusion: 1/ presence of a myoma - type 6, right antero-lateral, measuring 2.5 cm in diameter and a possible 2nd myoma - type 3, left postero-lateral, measuring 1.5 cm 2/ appearance compatible with adenomyosis, particularly on the anterior surface of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2407058) on 01-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") and heavy menstrual bleeding ("haemorrhagic menstrual periods") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis and myoma on (B)(6) 2021, general anaesthesia (for essure implantation) in 2017 and fallopian tube spasm and device insertion failed (first essure insertion attempt) in 2016. No significant health problems or concerns related to menstruation in the past. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 8 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), pain ("persistent pain that led to investigations conducted by all sorts of specialists for the last 7 years"), fatigue ("strong fatigue"), back pain ("lumbar pain"), abdominal pain upper ("stomach pain") and arthralgia ("constant joint pain, muscle pain"). On unknown date she experienced iron deficiency anaemia ("severe anaemia"), muscle contracture ("muscle contractures"), osteoarthritis ("osteoarthritis of feet"), depression ("great despair and diagnosis of depression"), headache ("headaches"), scar pain ("pain at the level of internal scars") and multiple fractures ("recent fractures of foot, wrist, toe"). On (B)(6) 2021 she was found to have leiomyoma ("two myomas 2.5cm and 1.5cm") and adenomyosis ("adenomyosis, with proposal of hysterectomy to resolve it"), dyspareunia ("pain during sexual intercourse"), irritable bowel syndrome ("irritable colon"),. The patient was treated with surgery (laparoscopic total inter-adnexal hysterectomy- bilateral salpingectomy,essure removal not confirmed). At the time of the report, the abdominal pain, pain, fatigue, back pain, dyspareunia, abdominal pain upper, irritable bowel syndrome, arthralgia, muscle contracture, osteoarthritis, depression, headache and scar pain had not resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, fatigue, abdominal pain upper, arthralgia, heavy menstrual bleeding, adenomyosis, pain, iron deficiency anaemia, depression, osteoarthritis, muscle contracture, irritable bowel syndrome, scar pain, dyspareunia, multiple fractures, headache or leiomyoma. The reporter commented: condition of the patient: haemorrhagic menstrual periods. Very intense pain. Extreme fatigue, medical wandering, diagnosis of depression. Severe anaemia. Diagnosis of adenomyosis, with proposal of hysterectomy ((B)(6) 2022 removal of the essure implant not confirmed in the operative report) to resolve it. Current state of great despair and depression. Muscle pain, muscle contractures, constant joint pain, osteoarthritis of feet. Constant abdominal pain, irritable colon, pain at the level of internal scars. Pain during sexual intercourse. Recent fractures of foot, wrist, toe. Headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. [Hysteroscopy] on (B)(6) 2017: method of anaesthesia: general anaesthesia - indication: definitive contraception, personal request, second attempt after failure in dec-2016 due to tubal spasm - intervention: procedure achieved by hysteroscopy with placement of essure-type implants with 2 and 5 coil turns to the left and right, respectively, rollerball endometrectomy over a 1-cm area of the posterior and lower isthmic surface [laparoscopy] on (B)(6) 2022: indication: symptomatic adenomyosis abdomino-pelvic assessment: - uterus: 10 cm; mobile; globular with a 4-cm anterior type 5 myoma; - right and left fallopian tube- right and left ovary: nothing to report; - abdomino-pelvic cavity: · no adhesions-pelvic varices;- unremarkable: epiploon [greater omentum] - peritoneum - diaphragmatic domes - digestive tract. · no fitz-hugh-curtis syndrome . - total inter-adnexal hysterectomy with bilateral salpingectomy: · section of tubo-ovarian fringes; · section of the mesosalpinx at the level of the fallopian tubes; · section of the utero-ovarian ligaments, after identification of the ureters, which are normal; · section of the round ligaments; · opening of the vesico-uterine peritoneum and bladder repression; · section of the utero-sacral ligaments; · section of the uterine arteries; · dissection step by step in order to perform a total intrafascial hysterectomy, then extraction of the operative specimen through the vagina· vaginal suturing by using stratafix overlock 2-0. [Ultrasound pelvis] on (B)(6) 2021: indication: menorrhagia, premenstrual pelvic pain. Abdominal and intracavitary approach - latest period date: 2-3 weeks conclusion: 1/ presence of a myoma - type 6, right antero-lateral, measuring 2.5 cm in diameter and a possible 2nd myoma - type 3, left postero-lateral, measuring 1.5 cm 2/ appearance compatible with adenomyosis, particularly on the anterior surface of the uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.